Event description:
It was reported that the pump touch screen was unresponsive. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. The customer continued to use the pump for insulin therapy.